Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, minimal to moderate host tissue overgrowth encroached onto the tissue and into the orifice on two (2) leaflets at the inflow and outflow aspects. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Calcification nodules were observed on the host tissue. As received, all three (3) leaflets had cut sections; the cuts had a smooth and straight edge. The leaflet fragments were not returned with the valve. The sewing ring was cut around two (2) leaflets and x-ray demonstrated wireform distortion around these leaflets. The wireform was exposed near two (2) leaflets at the inflow and outflow aspects, on commissure #1, and on the side of the valve near commissure 1 and leaflet 2. Additional manufacturer narrative. The clinical report of prosthetic mismatch could not be confirmed through visual observation of the returned device. The report of stenosis could not be confirmed due to condition of valve as received; however, the report of calcification was confirmed. Calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
(B)(4). Patient prosthesis mismatch is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. In this case, the explanted device was not returned to edwards for analysis. Without return of the device, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that a 19 mm bioprosthetic aortic heart valve was explanted after two (2) years, eleven (11) months due to severe aortic stenosis and patient prosthetic mismatch. Per obtained information, six (6) months post-implantation of the 19 mm valve, the patient began having symptoms of dyspnea with angina and there was an increasing mean gradient across the valve. There was diastolic dysfunction because of severe left ventricular hypertrophy, leading the patient to be presented for aortic valve replacement. Upon visualization, the valve appeared to be mostly normal with mobile leaflets and some non-significant calcification. "Likely, this was just a classic patient prosthetic mismatch." The annulus was sized to a 19 mm pericardial bioprosthesis and echo confirmed good function of the valve, post-implantation, with no perivalvular leak and a gradient of 8 mmhg. The patient tolerated the procedure well and there were no complications.